Manufacturer narrative:
(B)(4). Batch # unk. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any pieces of the device fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded?

Event description:
It was reported that during an open feea of colectomy, the firing knob broke off at the fourth firing. The device was fired to close insertion slots on an existing staple line. The staple height was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.